Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 67-year-old patient with a valve model 11500a27 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) months and twenty three (23) days due to valve thrombosis leading to stenosis (mean gradient 37 mmhg) with aortic regurgitation. The problem was observed on echo nineteen (19) days before the procedure, when patient presented in heart failure and ef 20% and was medically treated at hospital until the reintervention was performed. An 29mm edwards transcatheter valve was implanted within the surgical valve. Of note, this device was initially implanted to replace another inspiris resilia valve that needed to be explanted after an implant duration of eight (8) months and twenty three (23) days due to valve thrombosis with gradient increase at 55 mmhg (mean gradient post operatively was 14 mmhg) [medwatch #25420]

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, the most likely cause is patient factors.